Manufacturer narrative:
Hakim valve (ID 823182) was returned for evaluation. Device history record (DHR) - the product code 82-3146 with lot cphbkm, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was on setting 60 mmh2o. The valve was visually inspected, needle hole in the needle chamber was noted. Bump mark was noted on the cam. The valve was hydrated. The catheter was irrigated, and no occlusion noted. The valve passed the test for occlusion, reflux and siphon guard. The valve failed the test for programming and pressure. The valve was leak tested and passed, only leak from needle hole. The valve was disassembled. The pressure test could not be performed because the device could not be programmed. The valve was visually inspected under microscope at appropriate magnification, a bump is visible on the casing, the cam is slanted, it is not in its initial position. Root cause analysis - the root cause of the "broken" issue reported by the customer was due to the patient's fall incident which caused damage to the cam.

Event description:
A physician reported a hakim valve (ID 823182) was implanted due to unknown reason via ventriculoperitoneal (vp) shunt on unknown date with unknown setting. The device broke due to patient fall. Therefore, the valve was removed and replaced on unknown date. According to information provided, it is unknown how the valve failure was discovered. It is also unknown if the patient experienced any signs and symptoms due to product failure, and if x-ray taken to assure no parts left in patient. Current status of the patient is unknown.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.